Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported asymptomatic patient presented in clinic where it was discovered the right ventricular lead had dislodged following initial implant after noting high capture thresholds. The lead was repositioned successfully and remained implanted. A chest x-ray was completed at a different time prior to a unrelated replacement procedure to confirm the lead had dislodged again. The lead was explanted and replaced without issue. There were no patient consequences.